Event description:
Customer reported that pump declared alarm 20 during operation. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted customer with loading a new cartridge, but cartridge alarm recurred, preventing resumption of insulin therapy. As a result, technical support arranged for a replacement pump, confirmed shipping details, and instructed customer on returning the defective pump using a pre-paid label within 10 days. Customer agreed to use multiple daily injections as a backup therapy and understood instructions for putting the pump into storage mode before return.